Event description:
It was reported the flushing pump had a defective foot switch. There were no reports of patient harm.

Manufacturer narrative:
E1 - facility name: (B)(6) hospital. E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: a2, a4, a5, a6, b5, b6, b7, d8, d9, h3, h4, h5 and h6. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the most likely cause is that the performance of a consumable deteriorated as the number of usages increase. Possible causes are described in¿ chapter 7 maintenance and repair¿ of the IFU. 7.1 routine maintenance the following routine maintenance should be performed at the intervals specified: hospital engineer or olympus - annually: - check that the power cable is in good condition. - check the unit externally for signs of damage a device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Issue was identified during pre-inspection for use.